Event description:
Customer received result of 400 mg/dl on the mobile system and a result of 130 mg/dl on a professional device within 10 minutes. Customer was given "free" insulin based on the result of 130 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.